Manufacturer narrative:
Sections with additional information as of 14-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 160, 126, 123, and 115 mg/dl. The customer stated her expected am fasting blood glucose test result range is 79-88 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the pantry. The test strip lot manufacturer¿s expiration date is (date) and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 90 mg/dl date: (B)(6) time: 6:00am fasting, result 2: 80 mg/dl date: (B)(6) time: 11:27am fasting, result 3: 115 mg/dl date: (B)(6) time: 10:50am fasting, result 4: 123 mg/dl date: (B)(6) time: 10:11am fasting, result 5: 126 mg/dl date: (B)(6) time: 9:52am fasting, result 6: 160 mg/dl date: (B)(6) time: 9:49am fasting. Relevant test / laboratory data control test performed during call produced result of (mg/dl). Control test (not) within acceptable range of (mg/dl). Control level (zero / one / two / three) lot# manufacturer¿s expiration date is (date) and open date is (date). Or the customer does not have control solution available to perform control test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 19-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.